Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Reporter called on behalf of his or her boss stating the refill heads came about in her mouth. No injury was reported.